Manufacturer narrative:
The return device, rec'd on (B)(4) 2011 was sent to an external laboratory for chemical, mechanical, metallurgical and failure analysis. This technical analysis has not yet concluded. We have checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. According to our historical records, no other similar failures have been reported from this specific product lot. The clinical eval, made by orthofix medical evaluator, evidenced as follows: the pt has diabetes mellitus and has the complication of peripheral neuropathy. This means that she does not have the proprioception that is required to judge how heavily a foot is put to the ground. Inevitably, in a heavy pt, the foot and any supportive frame is overloaded. Orthofix instruction for use, re. Pq exf indicated "when the normal sensation of the limb is disturbed, so that the pt will not receive the normal proprioceptive feedback, any fixation system may be subject to above normal loads. In such circumstances, the pt should be warned about the risk of excessive loading of the fixation device, and the physician should be on the lockout for particular problems related to excessive loading, such as loosening, bending or breakage of components. It is recommended in these situations that the fixation system is constructed to be more robust that might otherwise be required." Orthofix instructions for use, re. Pq tlk includes "pt weight: an obese or overweight pt places loads on the device that could cause breakage or bending." Add'l data will be provided once the technical investigation report is available.

Event description:
The pt was treated for charcot deformity on (B)(6) 2011. The screw broke inside tibia and the portion was left in pt's bone. According to territory manager, there was a revision surgery on (B)(6) 2011 and they realized a screw breakage. The revision surgery was not due to the screw breakage. The territory mgr stated that the pt has been full weight-bearing. Pt is currently hospitalized due to high blood sugar level (>800). The territory mgr also stated that there was no adverse events for pt except for pain. (B)(4).